Manufacturer narrative:
The lot# of the device is unk; therefore, the expiration date and device MFR date cannot be determined.

Event description:
It was reported that the intravascular ultrasound (ivus) catheter was advanced onto the distal (floppy) portion of the guidewire. When the physician pulled back the catheter, resistance was met. The physician pulled hard, at which point the distal monorail segment of the catheter became kinked. The distal right coronary artery (rca) was noted to be dissected. The guidewire, ivus catheter, and guide catheter were removed together from the pt. It is unk how the physician resolved the vessel dissection; however, the outcome was reported as "well" and the pt is reported to be "fine with no problems".